Event description:
Three days after insertion, the nurse found the catheter broken at the winged inserter/catheter junction. X-rays were completed and the catheter was not found in the arm.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B)(4).